Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.